Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, r-wave amplitude variation and undersensing was noted on the device. There was no intervention performed and an in-clinic follow up is anticipated. The patient was in stable condition.